Manufacturer narrative:
The aquabeam motorpack was returned investigation. Visual inspection observed corrosion on the connector interface, indicating the presence of fluid ingress that caused the "e22 motor-pack error" message, however, it is unknown how the fluid entered the motorpack. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 19c00520 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The current user manual um0104-00 rev. F, aquabeam robotic system user manual, intl (ce), english was reviewed. "E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." The investigation was unable to establish how fluid entered the motorpack; therefore the root cause is undeterminable. It is likely due to the nature of the procedure as a wet working environment can lead fluid to enter the exposed area of the motorpack face. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure "e22 - motorpack error" error messages were being generated and could not be cleared despite multiple troubleshooting steps. As a result, the aquablation procedure was converted to a conventional resection. There were no adverse health consequences to the patient due to this event.